Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump did not work right all the time. Customer also stated that after programming bolus, insulin pump would alarmed bolus not delivered and would exit the auto mode during the calibration. The buttons were responding except the center key and they can access the menu. Customer stated they did not receive stuck button alarm and that numbers were not ramping on their own and scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.